Event description:
The customer stated that, the rubella igg reagent calibration failed with error code 1001: calibration failure, rubella igg, with error code 1048: calibration check failure, cal a/b ratio too high, and with error code 1098: master calibration failed, rubella g, on the axsym analyzer. The abbott customer technical advocate (cta) asked the customer to decontaminate the lines and sent the customer replacement calibrators. The customer did a full decon, checked all the fluids, replaced all the bulk solutions, replaced the probe and recalibrated without resolution. The cta recommended centrifuging the calibrator to remove any protein that may be interfering. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.